Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The corsair pro was returned for evaluation with the concomitant gaia next 1. The shaft of the microcatheter was found cut distal to the protector. The catheter tip was found twisted but not torn off. The coil wire of the concomitant gaia next 1 was found loosened due to locally accumulated torsion and gathered distally proximal to the mid solder (set at 75mm from the tip for the purpose of fixing the coil wire onto the core wire). The loosened coil wire remained in one piece. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation was locally accumulated on the tip of the corsair pro likely when the catheter tip was being caught by the lesion; and therefore, it caused the twisting of the catheter tip. Consequently, the corsair pro got stuck with the concomitant gaia next 1. As the gaia next 1 was rotated with the corsair pro, the coil wire of the gaia next 1 could be loosened, which could be recognized as separation of the catheter tip on angiogram. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) Always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) [Malfunctions and adverse effects] . Damage .withdrawal difficulty.

Event description:
It was reported that an asahi corsair pro microcatheter was used during a percutaneous coronary intervention (pci) to treat a moderately calcified chronic total occlusion (cto) in segments #6-7 of the left anterior descending artery (lad). After crossing the lesion with an asahi gaia next 1 guide wire, the corsair pro was torqued into the lesion. The microcatheter would not cross the lesion and the catheter tip became separated. Attempts were made to remove the corsair pro, but was not successful. The microcatheter was cut at its proximal segment and was then removed successfully with a teleflex guideliner catheter. The microcatheter was replaced to resume the procedure. The pci was successfully completed with stent deployment. There were no adverse patient effects associated with this event. The patient was reportedly fine after the procedure.